Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing undesirable stimulation described as pain in ribs and numbness. As a result, surgical intervention was undertaken on (B)(6) 2017, wherein the lead was explanted and new lead was replaced. Reportedly, effective therapy was restored post-operatively. Based on the manufacturer device database surgical intervention occured on (B)(6) 2017.

Event description:
It was noted the lead was replaced with a different model.

Manufacturer narrative:
Corrected data: describe event or problem :it was reported that the patient underwent surgical intervention on (B)(6) 2017. Surgical intervention was undertaken wherein where the scs system was explanted due to pain due to replacement of the lead.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017. The patient's scs system was explanted.